Manufacturer narrative:
(B)(4). Device manufactured date: 09/18/2014 - 09/19/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles in a large volume infusor. This was noted during filling of the device with an unknown drug. There was no patient involvement. No additional information is available. This is report 9 of 10.